Manufacturer narrative:
Correction: after further review of the information provided, this complaint is no longer reportable. This is not MDR reportable. H3 other text : see h.10.

Event description:
It was reported that sheath fluid that was under pressure leaked with a bd facsvia¿ flow cytometer. The following information was provided by the initial reporter, translated from german to english: the customer had done the 2-month maintenance and the needle is constantly dripping. Rinses can also no longer be carried out. Additionally, on (B)(6) 2020, the fse provided the following additional information: 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. What was the fluid that leaked? 3) sheath fluid and possibly sample. 4. What is the source of leak waste line or non-waste line? Non-waste line. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No. Additionally, on (B)(6) 2020, the fse provided the following additional information: in the previous task it was mentioned as liquid under pressure, could you please confirm because of this pressure was anybody exposed to the leak ,anyone hurt or harm? Answer: nobody was exposed to leak, nor hurt or harm. In the event description , it had been stated as "what was the fluid that leaked? Sheath fluid and possibly sample". So, the fluid is leaked under pressure ? Answer: yes, you are correct. It was under pressure.

Manufacturer narrative:
Medical device expiration date: na. (B)(6) . Date received by manufacturer: 2020-05-05, however, information obtained from customer making complaint reportable was received 2020-06-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sheath fluid that was under pressure leaked with a bd facsvia¿ flow cytometer. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer had done the 2-month maintenance and the needle is constantly dripping. Rinses can also no longer be carried out. Additionally, on 2020-5-21 the fse provided the following additional information: was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? 3) sheath fluid and possibly sample. What is the source of leak -- waste line or non-waste line? Non-waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Additionally, on 2020-6-26 the fse provided the following additional information: in the previous task it was mentioned as liquid under pressure, could you please confirm because of this pressure was anybody exposed to the leak ,anyone hurt or harm? Answer: nobody was exposed to leak, nor hurt or harm. In the event description , it had been stated as "what was the fluid that leaked? Sheath fluid and possibly sample". So, the fluid is leaked under pressure ? Answer: yes, you are correct. It was under pressure.